Manufacturer narrative:
Citation: wai sang sl et al. Midterm outcomes for valve-in-valve tavr in the failed freestyle bioprosthesis. The annals of thoracic surgery (2020). Doi: 10.1016/j.athoracsur.2020.03.116. Available online 19 may 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding an assessment of the mid-term outcomes in patients with degenerated freestyle valves who underwent valve-in-valve transcatheter aortic valve replacement (viv tavr). All data were retrospectively collected from a single center between october 2014 and january 2019. The study population included 56 patients and was predominantly male with a mean age of 75 years. All patients previously underwent surgical aortic valve replacement (savr) with the medtronic freestyle and later underwent viv tavr with the medtronic corevalve, evolut r, or evolut pro. No serial numbers were provided. Three in-hospital deaths occurred. One death was due to multi-organ failure on post-operative day 13. The second death was due to hemorrhagic shock from a ventricular perforation and cardiac tamponade caused by the ventricular wire (manufacturer not identified) during the procedure. Based on the available information, medtronic product was not directly associated with these two deaths. With the third death, the viv tavr procedure was complicated by a right iliac perforation. Despite implantation of a stent in the iliac artery, the patient died on post-operative day 1 due to irreparable right lower limb ischemia. Based on the available information, medtronic product may have been associated with this death. Among all freestyle patients, adverse events included: viv tavr or redo savr due to aortic regurgitation/insufficiency, aortic stenosis, a combination of both, or acute decompensated refractory heart failure. The mean duration from freestyle implantation to viv tavr or redo savr was 13 years. Based on the available information, medtronic product was associated with the adverse events. Among all corevalve, evolut r, and evolut pro patients, adverse events included: valve dislodgement into the left ventricular outflow tract with subsequent moderate-severe paravalvular leak that required implantation of a second transcatheter valve (valve-in-valve); new permanent pacemaker implantation; all-cause stroke (supported with computed tomography or magnetic resonance brain imaging and confirmed clinically by a neurologist); coronary obstruction that required implantation of a drug eluting stent; mild paravalvular aortic regurgitation/leak; and unspecified major vascular complications. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.